Event description:
A caller reported a cartridge alarm 30 occurring during the pumping process. Their blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to their blood glucose level. Tech support confirmed consecutive cartridge alarms and decided to replace the pump as a resolution.